Event description:
It was reported, the respiratory therapist (rt) found the pilot line unattached (during a routine removal/re-tape of the endotracheal tube (ett) tape(s) they found the ett already detached). The patient's ett was left in-situ until taken to the operating room on (B)(6) 2025 for an ett exchanged. It was additionally reported, during the event, the patient was able to be ventilated with [the] cuff down. There was no harm or injury to the patient.

Manufacturer narrative:
Upon further review the manufacturing site will be updated; a new initial report will be submitted under FDA initial mw report mw 3011270181-2025-20004; no further information concerning this reported event will be submitted in previously submitted FDA mw report mw 8030647-2025-00078.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is not possible as the reporter is unable to confirm the lot number in use at the time of the event. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 14 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported that the respiratory therapist (rt) found the pilot line unattached (during a routine removal/re-tape of the endotracheal tube (ett) tape(s) they found the ett already detached). The patient's ett was left in-situ until taken to the operating room on (B)(6) 2025 for an ett exchanged. It was additionally reported, during the event, the patient was able to be ventilated with the cuff down. There was no harm or injury to the patient.